Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously low accutni result generated by the unicel dxl 800 access immunoassay system for one patient.a patient sample gave a result of 0.1ng/ml which upon repeat on a different instrument gave a result of 1.6ng/ml. The patient had a previous accutni result of 2.0ng/ml.the erroneous result was reported outside of the laboratory.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on 05/26/2009 for this event: fse noted some issues with the qc results and the last system check performed a day prior to the event. Fse found the issue to be related to one pipettor. Fse replaced the reagent supply tubing which was broken and performed ultrasound and alignment adjustments. Fse then performed qc which passed within the customer's established ranges. All repairs were verified per established procedures and results met published performance specifications.due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.